Event description:
Reporting status: serious injury/surgical intervention/permanent damage. Reporting rationale: dislodged stent requiring surgical intervention. Device issue: dislodged stent. It was reported that the pt was undergoing elective angiographic assessment of unstable angina. Six different guiding catheters were tried in an attempt to engage the right coronary artery (rca), finally a 6 french engaged. A 3.0x18 promus crossed the lesion and was deployed in the ostium of the lesion. Then it was decided to place a 3.0x12 promus distal through the first stent; however, it would not cross. The promus stent delivery system (sds) was pulled back through the guiding catheter and the stent dislodged. The guide wire was still past the stent and the stent was still on the guide wire. It was decided to dilate the stent; however, the guide wire was accidentally pulled out of the pt, and the stent dislodged. There was an attempt to re-cross again with no success. The procedure was stopped. The pt had bypass surgery in 2009, involving the left anterior descending and the rca; however, the stent was not retrieved as it was just by-passed. The pt is reportedly doing fine. No additional event or pt information is available. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.